Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patient's ipg was inoperable and they received the end of life message. As a result, the physician explanted and replaced the patient's ipg, to address the issue.